Event description:
It was reported that the customer's blood glucose levels were in the 400s mg/dl. Standard troubleshooting was declined. The customer stated she believed her high blood glucose level was due to a head cold. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).